Event description:
It is alleged by the patient's representative that, "in 2004, the prosthesis suddenly and without warning fractured at or near the taper junction of the distal stem."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.